Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (ess205) (batch no. 646508) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension from 2017 to 2018, dysplasia, bronchitis, elective abortion, tooth extraction, chills, night sweats, stiffness, tenderness, breast pain, strength loss of, shortness of breath, numbness, anxiety, depression, difficulty sleeping, bruising, urgency urination, frequency urinary, vaginal discharge, nocturia, nocturia, ovarian cyst and paratubal cyst. Insertion details:- three coils were visible on the left. Four coils were visible on the right. A sonogram only revealed essure coil on one side but abdominal x-ray showed both coils. Concurrent conditions included general body pain, hot flashes, stomach pain, lower abdominal pain and paraovarian cyst. Concomitant products included medroxyprogesterone acetate (depo provera) and tramadol since 2017. In (B)(6) 2006, the patient had essure (ess205) inserted. In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2011, the patient experienced rash ("rashes or skin conditions type: chest and behind ear specifically forehead"). In 2014, the patient experienced nausea ("nausea") and fatigue ("fatigue"). In 2015, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type :bloating") and alopecia ("hair loss."). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergic or hypersensitivity: reaction type: stopped being able to wear any non pure metal jewelry"), migraine ("migraines"), headache ("headaches"), tooth fracture ("dental problems I had teeth break after essure implantation"), arthralgia ("pain in elbows/ wrist pain/knees pain/ ankles pain/ hips pain/ joint pain"), abdominal pain ("abdominal pain"), pain in extremity ("finger pain/ ankles feet pain"), musculoskeletal pain ("pain in shoulders") and urticaria ("I was sensitive to cheap metals prior but colud wear after I wolud break out in hives in area the metals touched") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), oophorectomy (one side removal of ovary)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved, the vaginal haemorrhage, menorrhagia, allergy to metals, migraine, headache, nausea, tooth fracture, fatigue, weight increased, abdominal distension, alopecia, pain in extremity, musculoskeletal pain and urticaria outcome was unknown and the rash, arthralgia and abdominal pain was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, arthralgia, fatigue, headache, menorrhagia, migraine, musculoskeletal pain, nausea, pain in extremity, pelvic pain, rash, tooth fracture, urticaria, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted - date of insertion taken from summons is (B)(6) 2006 but in this follow up the date of insertion is -(B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion; on (B)(6) 2010: tubal occlusion.. Ultrasound scan vagina - on (B)(6) 2017: essure devices visualized bilaterally. 1.2 cm right paraovarian cyst. Normal size uterus.. Most recent follow-up information incorporated above includes: on 25-jun-2019: pfs received reporter information, lot no was added. New event was added vaginal hemorrhage, menorrhagia. Allergy to metals, rash, migraine, headache, nausea, tooth fracture, arthralgia, fatigue, weight gain, bloating, hair loss, abdominal pain. Finger pain, pain in shoulders, hives. Severity added arthralgia, abdominal pain. Outcome added rash, abdominal pain, pelvic pain, joint pain. Concomitant drug and medical history was added. Lab test was added. 1st& 2nd follow up together on 26-jun-2019: medical records:- reporter information was added, medical history and concomitant drug was added. Lab test was added. 1st& 2nd follow up together. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (ess205) (batch no. 646508) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension from 2017 to 2018, dysplasia, bronchitis, elective abortion, tooth extraction, chills, night sweats, stiffness, tenderness, breast pain, strength loss of, shortness of breath, numbness, anxiety, depression, difficulty sleeping, bruising, urgency urination, frequency urinary, vaginal discharge, nocturia, nocturia, ovarian cyst and paratubal cyst. Insertion details:- three coils were visible on the left. Four coils were visible on the right. A sonogram only revealed essure coil on one side but abdominal x-ray showed both coils. Concurrent conditions included general body pain, hot flashes, stomach pain, lower abdominal pain and paraovarian cyst. Concomitant products included medroxyprogesterone acetate (depo provera) and tramadol since 2017. In (B)(6) 2006, the patient had essure (ess205) inserted. In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2011, the patient experienced rash ("rashes or skin conditions type: chest and behind ear specifically forehead"). In 2014, the patient experienced nausea ("nausea") and fatigue ("fatigue"). In 2015, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type :bloating") and alopecia ("hair loss."). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergic or hypersensitivity: reaction type: stopped being able to wear any non pure metal jewelry"), migraine ("migraines"), headache ("headaches"), tooth fracture ("dental problems I had teeth break after essure implantation"), arthralgia ("pain in elbows/ wrist pain/knees pain/ ankles pain/ hips pain/ joint pain"), abdominal pain ("abdominal pain"), pain in extremity ("finger pain/feet pain"), musculoskeletal pain ("pain in shoulders") and urticaria contact ("I was sensitive to cheap metals prior but could wear after I would break out in hives in area the metals touched") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), oophorectomy (one side removal of ovary)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved, the vaginal haemorrhage, menorrhagia, allergy to metals, migraine, headache, nausea, tooth fracture, fatigue, weight increased, abdominal distension, alopecia, pain in extremity, musculoskeletal pain and urticaria contact outcome was unknown and the rash, arthralgia and abdominal pain was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, arthralgia, fatigue, headache, menorrhagia, migraine, musculoskeletal pain, nausea, pain in extremity, pelvic pain, rash, tooth fracture, urticaria contact, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted - date of insertion taken from summons is ??(B)(6) 2006 but in this follow up the date of insertion is - (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion; on (B)(6) 2010: tubal occlusion. Ultrasound scan vagina - on (B)(6) 2017: essure devices visualized bilaterally. 1.2 cm right paraovarian cyst. Normal size uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2019: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (ess205) (batch no. 646508) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension from 2017 to 2018, dysplasia, bronchitis, elective abortion, tooth extraction, chills, night sweats, stiffness, tenderness, breast pain, strength loss of, shortness of breath, numbness, anxiety, depression, difficulty sleeping, bruising, urgency urination, frequency urinary, vaginal discharge, nocturia, nocturia, ovarian cyst and paratubal cyst. Insertion details:- three coils were visible on the left. Four coils were visible on the right. A sonogram only revealed essure coil on one side but abdominal x-ray showed both coils. Concurrent conditions included general body pain, hot flashes, stomach pain, lower abdominal pain and paraovarian cyst. Concomitant products included medroxyprogesterone acetate (depo provera) and tramadol since 2017. In (B)(6) 2006, the patient had essure (ess205) inserted. In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2011, the patient experienced rash ("rashes or skin conditions type: chest and behind ear specifically forehead"). In 2014, the patient experienced nausea ("nausea") and fatigue ("fatigue"). In 2015, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type :bloating") and alopecia ("hair loss."). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergic or hypersensitivity: reaction type: stopped being able to wear any non pure metal jewelry"), migraine ("migraines"), headache ("headaches"), tooth fracture ("dental problems I had teeth break after essure implantation"), arthralgia ("pain in elbows/ wrist pain/knees pain/ ankles pain/ hips pain/ joint pain"), abdominal pain ("abdominal pain"), pain in extremity ("finger pain/feet pain"), musculoskeletal pain ("pain in shoulders"), urticaria contact ("I was sensitive to cheap metals prior but could wear after I would break out in hives in area the metals touched"), pyrexia ("low grade fever"), malaise ("high grade malaise"), anxiety ("anxiety"), dizziness ("dizziness"), hot flush ("hot flashes"), mood altered ("mood flashes"), visual field defect ("peripheral vision would turn blank"), hypoaesthesia ("numbness"), tendonitis ("thumb must be tendinitis, shoulder is tendon inflammation"), coeliac disease ("celiacs disease") and autonomic nervous system imbalance ("dysautonomia") and was found to have weight increased ("weight gain") and weight decreased ("lost weight"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), oophorectomy (one side removal of ovary)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain and alopecia had resolved, the vaginal haemorrhage, menorrhagia, allergy to metals, migraine, headache, nausea, tooth fracture, fatigue, weight increased, abdominal distension, pain in extremity, musculoskeletal pain, urticaria contact, weight decreased, pyrexia, malaise, anxiety, dizziness, hot flush, mood altered, visual field defect, hypoaesthesia, tendonitis, coeliac disease and autonomic nervous system imbalance outcome was unknown and the rash, arthralgia and abdominal pain was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, autonomic nervous system imbalance, coeliac disease, dizziness, fatigue, headache, hot flush, hypoaesthesia, malaise, menorrhagia, migraine, mood altered, musculoskeletal pain, nausea, pain in extremity, pelvic pain, pyrexia, rash, tendonitis, tooth fracture, urticaria contact, vaginal haemorrhage, visual field defect, weight decreased and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted - date of insertion taken from summons is (B)(6) 2006 but in this follow up the date of insertion is - (B)(6) 2009. Discrepancy for confirmation test previously reported hysterosalpingogram now plaintiff states that she did not undergo an essure confirmation test diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion; on (B)(6) 2010: tubal occlusion. Ultrasound scan vagina - on (B)(6) 2017: essure devices visualized bilaterally. 1.2 cm right paraovarian cyst. Normal size uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2020: social media received events " low grade fever, high grade malaise, anxiety, dizziness, hot flashes, mood flashes, peripheral vision would turn blank, numbness, thumb must be tendinitis, shoulder is tendon inflammation, celiacs disease , dysautonomia" were added. We received a lot number/returned sample/serial number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (ess205) (batch no. 646508) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension from 2017 to 2018, dysplasia, bronchitis, elective abortion, tooth extraction, chills, night sweats, stiffness, tenderness, breast pain, strength loss of, shortness of breath, numbness, anxiety, depression, difficulty sleeping, bruising, urgency urination, frequency urinary, vaginal discharge, nocturia, nocturia, ovarian cyst and paratubal cyst. Insertion details:- three coils were visible on the left. Four coils were visible on the right. A sonogram only revealed essure coil on one side but abdominal x-ray showed both coils. Concurrent conditions included general body pain, hot flashes, stomach pain, lower abdominal pain and paraovarian cyst. Concomitant products included medroxyprogesterone acetate (depo provera) and tramadol since 2017. In (B)(6) 2006, the patient had essure (ess205) inserted. In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2011, the patient experienced rash ("rashes or skin conditions type: chest and behind ear specifically forehead"). In 2014, the patient experienced nausea ("nausea") and fatigue ("fatigue"). In 2015, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type :bloating") and alopecia ("hair loss."). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergic or hypersensitivity: reaction type: stopped being able to wear any non pure metal jewelry"), migraine ("migraines"), headache ("headaches"), tooth fracture ("dental problems I had teeth break after essure implantation"), arthralgia ("pain in elbows/ wrist pain/knees pain/ ankles pain/ hips pain/ joint pain"), abdominal pain ("abdominal pain"), pain in extremity ("finger pain/feet pain"), musculoskeletal pain ("pain in shoulders") and urticaria contact ("I was sensitive to cheap metals prior but colud wear after I wolud break out in hives in area the metals touched") and was found to have weight increased ("weight gain") and weight decreased ("lost weight"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), oophorectomy (one side removal of ovary)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved, the vaginal haemorrhage, menorrhagia, allergy to metals, migraine, headache, nausea, tooth fracture, fatigue, weight increased, abdominal distension, alopecia, pain in extremity, musculoskeletal pain, urticaria contact and weight decreased outcome was unknown and the rash, arthralgia and abdominal pain was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, arthralgia, fatigue, headache, menorrhagia, migraine, musculoskeletal pain, nausea, pain in extremity, pelvic pain, rash, tooth fracture, urticaria contact, vaginal haemorrhage, weight decreased and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted - date of insertion taken from summons is ??(B)(6) 2006 but in this follow up the date of insertion is - (B)(6) 2009. Discrepancy for confirmation test previously reported hysterosalpingogram now plaintiff states that she did not undergo an essure confirmation test diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion; on (B)(6) 2010: tubal occlusion. Ultrasound scan vagina - on (B)(6) 2017: essure devices visualized bilaterally. 1.2 cm right paraovarian cyst. Normal size uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event lost weight was added. Reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.